Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision (MFR report number 3006705815-2020-32406 and MFR report number 3006705815-2020-32407) the physician was unable to implant a new lead on (B)(6) 2020 due to scar tissue. The plan is to implant a paddle lead in the future.